Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch. Reviewed the batch manufacturing record, this product had a normal process and results during the process. Five thousand seven hundred sixty units of this code batch. There is one previous complaint of this code batch for a similar issue, resulted as not justified. There are (B)(4) units in OEM stock. Sewing test on artificial skin tissue has been conducted with the sample received and core popping does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Tread core popping.